Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the oxygenator was leaking from the gas outlet (lower part of the oxygenator). The oxygenator was replaced. Complaint #(B)(4).

Manufacturer narrative:
The hls set was directly involved in the event which occurred during treatment. It was reported that blood leaked out of the gas outlet. A review for similar complaints to be investigated was performed and the case tw#190527 was found. Results of laboratory investigation: a leak test according to lv 201 was carried out and a leakage from the blood side to the gas side was detected. According to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # 1468452, v26) following causes can lead to the reported issue: -increasing pressure inside diffusive gas fibers; -damage of gas fibers; -particles in gas; -obstruction of diffusive gas fibers. The reported failure "leakage gas outlet" could be confirmed. The review of all non-conformances does not show any non-conformities in regards to the reported lot# of the hls module (70138121) and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).